Event description:
It was reported that there were high thresholds and low lead impedance noted in the left ventricular lead. It was further reported that the lead had high thresholds in all coronary sinus positions. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2011; 6947, implantable tachy lead, (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed that no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.